Event description:
It was reported that two days after the catheter was inserted, the catheter was "pulled by something" causing it to separate approx 10cm from the rear of the catheter. "The sales representative (sr) has said the doctor was not sure what exactly pulled the catheter. The pt had been moved from the operating theater to the hospital ward, so the sr thought the catheter might have been caught on something (for example, the rails on the side of bed) during moving and it might have resulted in separation. There is no report that the pt pulled the catheter by himself. The sr has said the polyurethane tube was entirely separated, but the inner coil was not separated, just extended. After the event, the catheter was removed in its entirety, but not replaced as the pt no longer needed pain control." There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.